Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation observed heavy charring on the inner section of one ear of the distal clevis and also at the yaw pulley/conductor cap. The conductor wire is broken with melted insulation as it curls into the yaw pulley. Most of the conductor cap has melted. Engineering has concluded that the wire may have had prior damage, causing electrical energy to escape through the damaged section. The hook has been twisted and is no longer parallel with the ears of the distal clevis. Electrical continuity failed. No other damage found.

Event description:
It was reported that after sterilization, charring was observed on the hook end of the permanent cautery hook instrument. No further details were provided. No patient harm, adverse outcome or injury was reported.